Event description:
It was reported that the nurse practitioner's handheld was not holding a charge, nor would the screen respond after a hard reset. Troubleshooting was performed by confirming that the hard reset was performed correctly and the screen was cleaned, the battery was removed and reinserted and the screen lock was confirmed to not be engaged. Troubleshooting was unable to resolve the issues. The nurse practitioner was provided a new programming tablet and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned handheld device and software flashcard was completed. It was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No anomalies associated with the main battery were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.